Manufacturer narrative:
The operating table was checked by a service technician and operated as intended. The log files of the operating table are being collected to investigate the event. The investigation is still ongoing. A (B)(6) year old female patient presented to the operating room for a hysterectomy due to vaginal bleeding. Additional information was requested, however no information pertaining to the patient's initial diagnosis and duration of the vaginal bleeding was provided. The customer alleged a delay in surgical procedure and a total loss of 2 liters of blood. Based on the limited patient details, in abundance of caution the allegation of delay in surgical procedure and loss of blood is being reported as a serious injury. The device investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
After transferring a trusystem 7500 table top with a patient on top from the shuttle to the table column, the table's positioning could not be adjusted. The patient was bleeding prior to the procedure, and had to be transferred to another operating table.